Manufacturer narrative:
Csz received a complaint stating the device went down during a procedure. The device was switched out and the procedure finished successfully. The user facility investigated and found a fuse blew on the power board. The facility replaced the power board and the device functions as designed. No patient harm or injury occurred.

Event description:
Csz received a complaint stating the device went down during a procedure. The device was switched out and the procedure finished successfully. No patient harm or injury occurred. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Service evaluation confirmed the 20a fuse was blown/discolored due to overheating.